Event description:
It was reported that the patient experienced perforation in the right ventricle. The right ventricular lead exhibited high capture threshold due to perforation. During the lead replacement procedure on (B)(6) 2017, the new right ventricular lead could not be fixed. The physician elected to reimplant the old lead and complete the surgery. The patient was stable.